Event description:
It was reported that the patient's device was replaced in (B)(6) 2012 because there was a "faulty mechanism." The patient did not know exactly what the "faulty mechanism" was. Additional information was requested, but was not available as of the date of this report.

Event description:
(B)(6) 2013: it was reported that the patient¿s device was replaced in (B)(6) 2012 because there was a ¿faulty mechanism.¿ the patient did not know exactly what the ¿faulty mechanism¿ was.

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).